Event description:
It was reported that during a shoulder arthroscopy when they opened the packaging they realized that the tip anchor was disassembled. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was noted that the anchor was received disassembled from the driver. It was also noted that the device was disassembled from the inner portion of the device. The o-ring was not returned for investigation. Due to the unpackaged state of the device, the as received condition could not be confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.